Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that the log files for hm3 (heartmate 3) patient appeared to contain alarms associated with a new implant. The driveline was disconnected and pumping had stopped. On (B)(6) 2021 patient experienced sharp flank pain coupled with hemoglobin dropped from 9.9 to 7.7. One unit of packed red blood cells were given for low hemoglobin and heparin was held. A CT (computed tomography) scan showed a hemopericardium and hemopneumothorax and patient was taken for a emergent chest exploration and washout. Patient was readmitted to cicu (cardiac intensive care unit) post procedure and showed improvements. A chest x-ray on (B)(6) 2021 showed no sign of pleural effusion or pneumothorax. Hemoglobin had been stabilized.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files revealed a pump stop event associated with a driveline disconnect; however, a specific cause for this event could not conclusively be determined through this investigation. A direct correlation between the device and the reported patient conditions could not conclusively be determined through this investigation. The controller event log file contained data from (B)(6) 2021, 19:50:45 through (B)(6) 2021, 15:59:26. A long string of low flow fault flags was captured on (B)(6) 2021, resulting in 2 low flow alarms which is consistent with the time of implant. A pump stop was captured on (B)(6) 2021 11:38:54 following a driveline disconnect 2 seconds earlier, and the pump was off for 3 seconds. During the event, the pump speed reduced to 0 rpm and the low speed, low current, low flow, and pump stop faults were activated. Despite these alarms, the pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. The controller periodic log file contained data from (B)(6) 2021, 21:10:40 through (B)(6) 2021, 16:00:04. Lvad off, low flow, and driveline disconnect alarms were captured on (B)(6) 2021, which is consistent with the time of implant. No atypical events were captured. The lvad event log file contained relevant data from (B)(6) 2021, 22:43:33 through (B)(6) 2021, 10:52:19. A pump stop was captured on (B)(6) 2021, at 11:38:56. Low flows were captured on (B)(6) 2021, which is consistent with the time of implant. No other atypical events were captured. The lvad periodic log file captured the pump functioning as intended. The patient remains ongoing on vad support. No product available for investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2021. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The hm3 IFU warns that if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The hm3 IFU and patient handbook both contain an alarms and troubleshooting section which describes all alarm conditions, as well as the appropriate actions to resolve each alarm. The hm3 patient handbook also provides a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information states that log files found driveline disconnects, however the site reports that the patient didn¿t report driveline disconnect. Patient only reported a power disconnect alarm even after changing to new battery clips and new set of batteries.